Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The field technician stated issue of ¿module latch ¿ binding/jammed¿ failure was confirmed; identified due to a loose door latch. ¿ on 16apr2025, the pump module was received unboxed and with paperwork. No physical damage, cosmetic damage, or label damage was observed with the device. ¿ testing demonstrated the pivot latch screw under torqued, causing the sear on the door latch to bind/jam with the ail entry area. ¿ the pump module will be returned to bd san diego repair center for normal processing and replace the door latch, including the pivot latch screw as a precaution. ¿ the report of the investigation to be attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had module latch binding/jammed. There was no patient involvement.

Event description:
It was reported that the device had module latch binding/jammed. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.